Event description:
It was reported that the pump touchscreen was cracked and unresponsive and unreadable. Reportedly, the customer fell onto the pump. There was no adverse impact to the customer's blood glucose level. Customer continued using the pump for insulin therapy.